Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited oversensing of myopotentials. Programming changes were discussed but not performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.